Manufacturer narrative:
The review of the manufacturing paperwork for the rlt261414/15460757 trunk-ipsilateral leg component verified that the lot met all pre-release specifications. UDI for rlt261414: (B)(4). UDI for pla260300: (B)(4). UDI for pla260300: (B)(4). UDI for pla260300: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up computed tomography imaging demonstrated sac enlargement and a possible type 1a endoleak. On (B)(6) 2015, follow-up computed tomography imaging showed sac enlargement and also identified a type 1a endoleak. It is believed that the reason for the type 1a endoleak lies with the selection of an undersized trunk-ipsilateral leg component as the size of 28 mm should have been chosen. The amount of aneurysm enlargement was reported to be unknown. On (B)(6) 2016, a re-intervention was carried out in attempt to solve the endoleak. It is currently unknown as to whether the situation has been remedied.

Manufacturer narrative:
Corrected event description.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient presented with an angulated aortic neck outside of instructions for use. Following correct positioning, the trunk-ipsilateral leg component experienced a distal movement into the aneurysm during the ballooning procedure. The distal movement was estimated between 5 and 10 mm. Subsequently, three aortic extender components were implanted in an attempt to remedy the situation. However, seal was not achieved as each of those devices moved distally during the ballooning procedure. On (B)(6) 2016, a re-intervention was scheduled and the initial intension to fixate the trunk component using aptus anchors was not implemented. Instead, a medtronic 28 mm cuff was implanted but seal was again not achieved due to another distal movement of the c3 endoprosthesis during ballooning. Trying to create a seal between the rlt261414 component and the most distal cuff, a medtronic endurance 28/28 tube was used but the endoleak still persisted. It was then decided to leave the patient and reassess. On (B)(6) 2016, follow-up computed tomography imaging revealed that the endoleak had resolved.

Manufacturer narrative:
Evaluation codes: method code and results code: added codes with regard to the following devices: UDI for pla260300: (B)(4). UDI for pla260300: (B)(4). UDI for pla260300: (B)(4). The review of the manufacturing paperwork verified that all lots involved in this event met all pre-release specifications. Evaluation codes: conclusions code: corrected code. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks.